Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the mpm16 monitor screen stopped working during the second day of use. The connections were checked and they were "properly seated." The product was being used on the pt but there was no pt injury reported. It was reported that product revision or medical intervention was required. Add'l clinical info has been requested.